Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient went into to hospital on the evening of (B)(6) 2016 complaining of generalized chest pain "(patient is a known "pain med seeker" per the site)". Upon assessment, it was found that the patient was unable to move her left side and had some left-sided facial droop as well "(though the patient did not report this when in the ed)". She was transferred to another hospital for further evaluation and monitoring. Patient is not on warfarin due to previous subarachnoid hemorrhage in (B)(6) 2015. As per neurology, patient started on argatroban IV and asa 81mg daily. The site plans to restart warfarin eventually. The patient still has some residual left-sided weakness, but has passed both speech and swallow studies. Patient remains admitted to the hospital and is working with pt and ot currently. Patient was discharged on (B)(6) 2016. No additional information provided.